Event description:
It was reported that the customer received a button error alarm on the insulin pump while attempting to rewind it. No significant events leading up to the alarm were recalled. The customer's blood glucose was not known. It was advised to revert to a back up treatment plan. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. See scanned page.